Manufacturer narrative:
Follow up indicated that no further occlusion alarms occurred. Although customer's blood glucose level was elevated at the time of the report, contact reported that blood glucose level was elevated due to under-bolusing for food that was eaten by customer, and not due to the occlusion. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Cartridge was changed and a manual bolus was administered.